Event description:
New IV placed on pt and labs drawn during IV start. The new IV extension set was used when the syringe full of blood was removed the clave had a drop of blood on it that had to be wiped off prior to being re-accessed. Manufacturer response for set, administration, intravascular, maxzero (per site reporter). Manufacturer suggested more staff education. Education provided. Issues continue. Blood coming out of the end of the maxzero puts staff at a risk for exposure.